Event description:
As reported by the affiliate, the balloon had burst when the doctor was inflated it to less than 4 atmospheres. It was also reported that the balloon separated and was carefully removed from the patient on the guidewire. The patient was hospitalized in the intensive care unit. It was reported that the patient was in critical condition after the procedure due to stroke and cardiac arrest. The intended procedure was a valvuloplasty of the aortic valve of a "child." The valve was not calcified or tortuous. The user was trained. For the procedure, a maxi balloon was opened. There was no difficulty removing the product from the hoop, removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device. The device was prepped according to the IFU, with no anomalies or prepping difficulty noted. It was reported that the device looked perfect before use. The access site was in the femoral artery. After the guidewire was advanced to the lesion without difficulty, the balloon was inserted into the patient and advanced across the lesion with no difficulty or resistance/friction. During inflation at the target lesion, the balloon did not leak and inflated normally. However, in less than 4 atmospheres, the balloon had burst longitudinally. The balloon was completely separated from the shaft. The catheter was not ever in an acute bend. Optiray contrast media was used with a 1/3 ratio with saline. A syringe was used to inflate the balloon, which was used successfully with other devices. There was no dissection noted and no deflation difficulty.

Manufacturer narrative:
Additional information was reported: during the procedure, the patient suffered a cardiac arrest. After that, outside the cathlab,and hours later suffered a stroke, not directly related. (The doctor is not sure the stroke was related to the procedure). The provided procedural film was reviewed. "Balloon burst upon inflation noted. Device will be further assessed for separation upon receipt for analysis." The product analysis, DHR, and additional information are pending and will be submitted within 30 days upon receipt. Device evaluated by mfg?: no.

Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the affiliate, the balloon had burst when inflated it to less than four atmospheres. It was also reported that the balloon separated and was carefully removed from the patient on the guidewire as the segments were not completely separated. The patient was hospitalized in critical condition after the procedure due to stroke and cardiac arrest. The intended procedure was a valvuloplasty of the aortic valve of a pediatric patient. The valve was not calcified or tortuous. The user was trained. For the procedure, a maxi balloon was opened. There was no difficulty removing the product from the hoop, removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device. The device was prepped according to the IFU, with no anomalies or prepping difficulty noted. It was reported that the device looked perfect before use. The access site was in the femoral artery. After the guidewire was advanced to the lesion without difficulty, the balloon was inserted into the patient and advanced across the lesion with no difficulty or resistance/friction. During inflation at the target lesion, the balloon did not leak and inflated normally. However, in less than four atmospheres, the balloon had burst longitudinally. The balloon was completely separated from the shaft. The catheter was not ever in an acute bend. Optiray contrast media was used with a 1/3 ratio with saline. A syringe was used to inflate the balloon, which was used successfully with other devices. There was no dissection noted and no deflation difficulty. The device did not kink during use. The balloon was removed easily from the vessel and guidewire, however, it was reported that it not easily removed from the sheath or the guiding catheter since the device was broken. It was reported that it was taken out very slowly over the guidewire with no additional interventions performed. The segments were not completely separated, therefore it did not migrate. The balloon catheter was pulled out and an unknown same like device was used to complete the procedure. During the procedure the patient experienced cardiac arrest (fibrillation) and was treated with defibrillation. Hours after the procedure was completed, the patient suffered a stroke. The physician is not sure if the stroke was related to the procedure. The patient is currently hospitalized at the ICU due to the burst and other unknown morbidity factors. The patient is in critical condition. After analysis of the product, it was noted that the device was not separated. The device was returned for analysis. One non sterile catheter maxi ld 7f 25x4 110cm was received coiled inside a plastic bag. An axial burst was noted in the balloon. However, neither balloon separation nor other damages were noted. Functional tests could not be performed due to the balloon conditions. Sem results showed that the external surface presented no evidence of abrasion marks or damages that could be related to balloon burst. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 16114369 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst at or below rated burst pressure was confirmed through analysis of the returned device. Pta system withdrawal difficulty-through guide/sheath could not be confirmed as functional test could not be performed due to the balloon damage conditions. The exact cause of the difficulty experienced by the customer could not be determined. Based on the information available for review, procedural factors (use of the device for valvuloplasty) may have contributed to rupture of the balloon. The maxi pta balloon catheter is intended for use in dilating stenoses in peripheral arteries below the aortic arch as indicated in the instructions for use. The patient was noted to experience cardiac arrest during the procedure and stroke ¿hours¿ after the balloon catheter was removed and the procedure completed. Based on the information available for review, it is unknown if these events were related to the rupture of the balloon, the procedure itself or comorbidities of the patient. Neither the DHR, analysis, nor the information available for review suggests a design or manufacturing related cause for the difficulty experienced by the customer and patient; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device did not kink during use. The balloon was removed easily from the vessel and guidewire, however, it was reported that it not easily removed from the sheath or the guiding catheter since the device was completely broken. It was reported that it was taken out very slowly over the guidewire with no additional interventions performed. The segments were not completely separated, therefore it did not migrate. The balloon catheter was pulled out and an unknown same like device was used to complete the procedure. It was reported that the patient had a stroke and a defibrillation was performed since the patient went into cardiac arrest (fibrillation). It is unknown if the burst caused the stroke and cardiac arrest, but it happened when the burst occurred. The patient is currently hospitalized at the ICU due to the burst and other unknown morbidity factors. The patient is in critical condition. The device has been returned for analysis; however, the engineering report is not yet available. However, it will be reported within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. Concomitant devices: cook catheter and starter 035 guidewire. (B)(6). Device evaluated by mfg? No. A video of the balloon burst for this patient was provided. Analysis of the video is currently pending. (B)(4) - difficult to remove .